Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had low blood glucose of 78 mg/dl and the insulin pump was not working correctly and the bottom part is coming off. Customer stated that her insulin pump drive support cap was loose and coming apart. Nothing further was reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a detached end cap. A cracked case and a scratched lcd window also noted.